Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: pump start-up issue identified during post-explant testing due to an issue with bearing current phase i1. Although a specific cause for this bearing issue could not be determined, this finding is unrelated to this event and did not affect pump function during support. A specific cause for the patient's infection could not conclusively be determined through this evaluation. (B)(6) was returned assembled with the pump cable severed approximately 6¿ from the pump header. The remainder of the pump cable and the modular cable were not returned. The outflow graft was returned attached to the pump cover outlet port with the outflow graft bend relief engaged to the graft hardware. The outflow graft clip was returned properly seated over the outflow graft hardware. The cuff lock was disengaged prior to the pump¿s return and the apical cuff was not returned. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no evidence of developed or adhered depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. The IFU lists infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU also lists infection as a potential late postimplant complication. Several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. Furthermore, the IFU instructs the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: model and catalog numbers corrected. Section d9: corrected; device returned. Manufacturer's investigation conclusion: the current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the patient had a bacterial driveline and pump pocket infection. The patient experienced adverse events while pumping. They underwent surgical and drug therapy. On (B)(6) 2024 the patient underwent a device-related surgical intervention. On (B)(6) 2024 the patient's pump was explanted and the patient received a transplant.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the pump was removed by weaning due to an infection.